Event description:
A pacel device was used for a pt who presented with an acute myocardial infarction. Reportedly, there were no issues within inserting or advancing the device. The device was positioned using fluoroscopy, and it was sutured to the pt's skin so that it would stay in position. After the device was in place, the pt developed a cardiac tamponade with a suspected ventricular wall perforation. The pt proceeded to cardiac arrest and subsequent attempts at resuscitation were unsuccessful.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info rec'd, the cause of the reported incident could not be conclusively determined. The pacel bipolar pacing catheter instructions for use (IFU) states that endocardial perforation, cardiac tamponade, and damage to vessels or valve structures are possible complications that are associated with the use of indwelling transvenous pacing catheters. Date of event: the week of (B)(6) 2012.